Manufacturer narrative:
(B)(4). Batch # l5520d. Incomplete firing cycle. Conclusion: the analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded on the device. The reload was received fully fired. In addition another reload 6r45b was received partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: device fired and cut only (B)(4)%. Cut and staple line were approximately equal in length.

Event description:
It was reported by the affiliate that during a laparoscopic appendectomy procedure; the device fired only (B)(4) percent of the staple line. The instrument was rotated 90 degrees and angled. The procedure was completed using same like device. There were no adverse patient consequences reported.